Event description:
The clinician reports that the day the implant was placed in ada 26, failure occurred upon insertion. Implant surface not completely covered with bone. No product was returned to the manufacturer. There were no reported patient injuries or complications.